Event description:
Report of power cord with one blade melted and possible smoke at wall end plug.

Manufacturer narrative:
The device and cord involved were never returned to manufacturer for review. During follow-up record review it was determined that this unit had an electric-cord power cord involved in the industry recall, and the report should be filed as the other similar reports had been.